Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation; however, upon inflation the balloon burst. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation; however, upon inflation the balloon burst. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was located in the non-tortuous and non- calcified brachial artery. The balloon was inflated three times for 18 atmospheres and the balloon ruptured.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm proximal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.